Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a power error alarm after battery change alarm. Customer called back after ten minute battery change stating that issue was not resolved. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to unlock power connector at the printed circuit board; unable to verify pump error 25 due to blank display also, unable to performed displacement test, rewind, seating and basic occlusion test due to blank display. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.